Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported cracks on the reservoir compartment, she also reported that ring and small piece of reservoir compartment is missing and reservoir is holding in place. Nothing is returning.

Manufacturer narrative:
Findings: pump not received in stuck manufacturing mode unit passed the displacement test. Unit received with cracked retainer, cracked reservoir tube lip, minor scratched display window and scratched case. Unit received with reservoir tube o-ring in place. No missing piece noted in the reservoir tube. The test infusion set/reservoir remains locked in place in the reservoir compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.